Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at an unspecified time, the pump was programmed to deliver 80mg of pantoprazole in 250ml at a rate of 2.5ml/hr instead of the intended rate of 25ml/hr. At 0900, the nurse noted the error. The pump was reprogrammed to deliver at the intended rate of 25ml/hr and therapy continued. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.